Event description:
It was reported that 12 hours post implant the patient developed sudden shortness of breath and a chest xray showed a pneumothorax, with collapsed lung. A chest tube was placed, with reinflation of the lung. It is considered resolved, with no redevelopment. There have been no further reports of patient complications due to this event.

Manufacturer narrative:
This event occurred more than three years ago. It was resolved and the lead remains active. No follow up will be done with the user facility.